Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The manufacturing records for top assembly batch 8958434 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage was noticed. At a unknown time during the procedure, it was noticed that the 3.0x12mm taxus express2 drug eluting stent (des) was bent. There were no patient complications reported. Additional information was requested but not received.